Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. It was noted that the impedance had spiked up and then returned to an acceptable range. Daily shock impedance measurements were noted to be in the 50 ohm range. Boston scientific technical services (ts) reviewed device data and found there had been six impedance spikes over the last year. It was also noted the patient had received appropriate therapy approximately a year ago with the shock impedance in an acceptable range. Ts discussed troubleshooting option or the option to continue to monitor. No adverse patient effects were reported.